Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care professional via manufacturer representative regarding a patient undergoing for l2 vertebral fracture. It was reported that diamond trocar handle shattered. Levels implanted l1 and l2. No patient symptoms or complications as a result of this event. Additional information received from the repthat diamond trocar handle broke apart when malleating, event occurred while malleating the access cannula into the patient's vertebral body and no health impact on patient due to this event.